Event description:
This complaint is concerning the medtronic minimed paradigm insulin pump. Reporter believes there are serious reliability issues with this pump. The first pump was received in december 2002. It failed in may 2003. Error 21- a replacement was received the next day which failed in july, 2003. -motor error- reporter believes the co may be having serious problems with this pump and should be investigated. When switching from the pump to insulin shots it is very difficult to maintain good blood sugars. Every time the pump fails, this is necessary until a replacement is received. Even after receiving the new pump, it takes the body a while to re-regulate back to the pump and regain good blood sugar control. This is a potentially dangerous situation and definitelly a frustrating situation. Reporter knows that they are not the only pt having multiple failures with this pump due to an online community discussion. It is a common problem with this pump among users and has required as may as 9 replacement pumps in 1 year.